Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system. The initial test generated sars-cov-2 positive, the same sample was repeated with another cobas® liat® and generated a negative result. The customer also indicated that a confirmation testing with the genexpert cepheid was underway with the final result still pending. Both the initial and the repeated results with the cobas® liat® were reported. No harm is alleged. Investigation is ongoing.

Manufacturer narrative:
Review of the provided raw data showed the sample to be at the limit of detection. The different results between the liat® and the genexpert may be explained by differences in targets. For the liat® assay, it detects regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. While the genexpert assay detects regions of the e and n2 gene. As such, the results with one assay may not be reproducible with a different assay. No issues related to the customer allegation were identified. The lots on stability and time points were also reviewed and no issue was observed. No internal non-conformances related to the customer allegation were identified. No recent changes to the product related to the customer allegation were identified. (B)(4).